Event description:
It was reported through literature review that patient's pacemaker was eroded. The pacemaker was explanted, and new pacemaker was implanted. At the new pacemaker site wound dehiscence and infection was noted. The patietn was treaded with intravenous antibiotics. The pacemaker was explanted and replaced. There were no patient conseqeunces.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.